Manufacturer narrative:
No report of patient involvement. Date of device manufacture year is 2008. The month of manufacture was september. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The customer refused further service and is replacing the unit with a new model.

Event description:
The hospital reported that, during pre-use checkout, unit failed the checkout with the error "high leakge, check tubes". There was no reported patient involvement.